Event description:
The pt is pursuing a product liability claim. It was reported that an unk biolox hip was implanted on (B)(6) 2012 on the left side in a revision surgery. (The revision was reported in (B)(4)). The pt underwent a revision surgery due to infection on (B)(6) 2012.

Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended med device report will be submitted. (B)(4).